Manufacturer narrative:
Date sent to the FDA: 06/01/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted the patient¿s small bowel was very densely adherent to the mesh in multiple locations. During this dissection one segment of small bowel was so adherent to the mesh that it was entered with the scissors. The patient¿s abdomen showed significantly dilated proximal small bowel with adhesions throughout the abdominal cavity. The patient had significant adhesions between the small bowel and the pelvic sidewall in the left lower quadrant and when these adhesions were taken down the point of obstruction was found. Once serosal injury to the small bowel. It was reported that the patient experienced severe pain, inflammation, small bowel obstruction and bowel and omentum adhesions. No additional information was provided.